Event description:
It was reported to boston scientific corporation on february 25, 2008 that while the complainant was cleaning the endoscope, a piece of the gold probe electrohemostasis catheter "came out." There was no patient involvement in this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date could not be determined. The suspect device has not been received for evaluation; therefore, the cause of the reported malfunction is undetermined.